Event description:
The customer reported the ventilator alarmed and went vent inop while in use on a patient. The customer reported there was no patient harm. Review of the ventilator diagnostic history reported no vent inop occurrence, however, noted a ventilator restart occurrence. The manufacturer's service technician was unable to duplicate either event. Performance verification testing was completed and tests passed per operating specifications.